Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported to boston scientific corporation that an spaceoar vue device was implanted during a placement procedure performed (B)(6) 2023, under general anesthesia. Additionally, fiducial markers were placed transperineally. After the spaceoar vue was implanted the images were reviewed, and there was a concern that the hydrogel had degraded early. Further review of axial and sagittal computerized images (CT) images revealed that the hydrogel had not degraded. Instead, the hydrogel was positioned in a superior orientation, predominantly posterior to the left seminal vesicle and even superior to the left seminal vesicle. This particular placement accounts for the perceived lack of hydrogel between the prostate and rectum. Additionally, there was no evidence of rectal wall infiltration. No patient complications were reported as a result of this event.